Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the disposable stapler sheath accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The disposable stapler sheath accessory is an accessory and does not get captured by the logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. No image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that part of the disposable stapler sheath accessory fell inside the patient during a da vinci assisted nephrectomy procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) found an endowrist curved-tip stapler 30 still had a portion of the sheath present on the instrument after the case. The black proximal end of the sheath was still on the instrument for the next case. The surgical technician had not recognized that it was on there during the next case. The customer applied a new sheath on top of it. At some point, they inserted the stapler which became wedged and stuck in the trocar. The procedure was delayed by 30 minutes. Once the customer freed the stapler, they noticed a piece sliding up and down on the stapler but did not take it off. That piece eventually fell into the patient and was retrieved at the end of the case. The csr informed that they may perform a CT scan, but they believed the portion of the sheath that fell into patient was fully intact and removed. This was noted as a sterilization issue since the old sheath was from a prior case. The procedure was completed with no reported injury. Isi followed up and obtained the following additional information: according to the csr, the sheath fragment that fell into the patient was successfully retrieved. There was no additional procedure performed since the fragment was removed during the same nephrectomy surgical procedure. The customer performed a CT scan and found no remaining fragments. It was found that the sheath had been left on the stapler from the previous procedure and had not been removed. It was determined that the issue occurred in sterilization. Prior to the issue having occurred, the instrument was in use for the entire case. The instrument was inspected prior to use and according to the surgical tech only the proximal one inch of the sheath was on the instrument. The surgical tech believed that the sheath was part of the instrument and she placed a new sheath on the instrument. Due to the second sheath being added the thickness of the sheath caused the first sheath to become loose. The only issue with functionality of the instrument that was noted was when the instrument was stuck and did not want to advance into the trocar, but the issue was resolved after the piece fell off. The instrument was removed at the end of the procedure. There was no injury to the patient. The only concern was if there was potential contamination. The hospital contacted the previous patient that the instrument was used on and the hospital made sure that the previous patient did not have any health issues. The patient did not return to the hospital due to experiencing any post-surgical complications related to the foreign object.